Event description:
A facility reported an intraocular lens (iol) was not implanted because of a posterior capsule tear. Additional information was requested.

Manufacturer narrative:
Additional information: there are no other similar complaints in this lot. (B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).